Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at 6.595mg/day via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that the patient had been very ill for the last 2 weeks (from (B)(6) 2018). He had episodes where he had been in bed and the healthcare provider (hcp) knew what was going on. On (B)(6)2018, the patient went to the hcp for a refill and his personal therapy manager (ptm) told him the pump would be empty in 63 days. Previously, in (B)(6) 2017, the refill lasted 129 days, and the 2nd refill on (B)(6) 2017 lasted for 158 days, and the 3rd refill on (B)(6) 2017 lasted for 140 days. The hcp thought the patient could have been receiving 3 times as much as he should. There were no further complications reported at this time.

Manufacturer narrative:
Recall, notification, and correction number no longer apply, due to the exclusion criteria of user error resulting in over-infusion. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the patient receiving 3 times as much as he should was a programming error done by the hcp. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient would be seen on (B)(6) 2018 in the physician's office. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the situation was resolved. It was an error on the hcp's part. There were no further complications reported at this time.